Event description:
A caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm, and the issue was recurring with this pump. As a corrective action, the customer was advised to use a backup method for insulin delivery, such as multiple daily injections (mdi), and was sent a replacement pump with updated software. The caller was instructed on how to handle the current pump and understood the instructions regarding storage mode, return process, and setup for the replacement pump.